Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the device initially got stuck when trying to advance the thumb advancer and it did not feel quite right at the end. When the split green sheath was removed, it was noticed that it did not fully split for the last 2mm despite the thumb advancer being advanced as far as possible. Manual compression was applied to achieve hemostasis. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported thumb advancement/ sheath split issue was confirmed based on the returned device condition. The ¿device did not feel quite right at the end¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.